Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest reported blood glucose of 390 mg/dl after changing infusion supplies, without performing fingerstick confirmations, and while reporting no symptoms; the current infusion set was on the left side above the waist and the prior set was on the right side below the waist, with concern for possible scar tissue at common sites. Symptoms included no reported clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included user troubleshooting and education regarding infusion site rotation, set function, and confirmation testing. Investigation of this case revealed that the cause of the high glucose was unclear, with potential contribution from site issues such as scar tissue or suboptimal infusion absorption; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.